Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: shuttle rf generator system (catalog# 39d-76x) (B)(6). Evaluation codes: methods codes: no testing methods performed. Results codes: no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that one (B)(6) y.o. Male patient underwent rf ablation and suffered post-procedural esophageal fistula using a thermocool smarttouch catheter and shuttle rf generator system. Upon request bwi became aware of additional information on (B)(6) 2015 that the procedure was successfully completed, however the patient died due to the esophageal fistula. The date of death is unknown. Bwi report this event under thermocool smarttouch catheter and shuttle rf generator system separately.